Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the information provided by olympus hong kong and china limited (ohk), there was no response from the liquid crystal display (lcd) panel during the evaluation, which may have been caused by a malfunction of the lcd panel. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the reported event may have been caused by the lcd panel failure. The cause of the lcd panel failure could not be identified. -the lcd panel did not respond. -the device was not returned to olympus medical systems corp. (Omsc). Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image turned black. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). (B)(4) checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The device was poorly displayed and the endoscopic image was not displayed. The device failed the button operation check, menu operation check, image display check, brightness unevenness check, and led tally light check. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.